Event description:
An endurant ii stent graft system was implanted in patient for endovascular treatment of a 70 mm diameter abdominal aortic aneurysm. It was reported that the patient presented emergently approximately two years and ten months after the index procedure. A proximal type I endoleak leading to ruptured aneurysm was discovered. The patient received treatment. The stent graft was explanted. The event was resolved. The physician did not want to speculate as to the cause of the type ia. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.